Manufacturer narrative:
This report is submitted on 29 january 2021.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2020 to reposition internal magnet. The implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. The implanted device remains. Surgery to replace the magnet is planned but has not yet occurred as of the date of this report.